Event description:
Pt reported obtaining a blood glucose result of 571 mg/dl on the suspect device. Pt indicated that blood glucose was retested, less than 5 minutes later, on a nurse's device with a result of 192 mg/dl. Pt stated that, based on the value of 192 mg/dl, she delivered 90 units of 75/25 insulin. No adverse event was reported. While on the line with technical support, pt performed qc tests on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.